Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that after he replaced the gas delivery engine (gde) and o2 cable of the avea ventilator the unit shows not ventilating. However, according to the customer the unit appears to be ventilating with appropriate volumes, pressures and flows. There is no patient involvement associated with this event.